Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, cuts into the insulation (21 cm distal to the is-1 connector pin) were found, which most likely occured during the surgery procedure. A thorough analysis of the lead did not show any deviations which might have led to the dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this ra lead was dislodged. The physician thought the ra lead was very hard to implant so he gave up re-locating considering the risk. Ra lead was explanted and the ra port was plugged.